Manufacturer narrative:
Additional information: d4: expiration date (update the n/a), d9, h3, h4, h6(update codes), h11. H11: the actual device was received for evaluation. A visual inspection was performed and observed that the filter was broken. The reported condition was verified. The cause of the condition could not be determined, however was most likely related to product handling by the user during the installation process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) clearlink system y-type blood/solution sets were broken at the connection point between the blood filter chamber and the tubing. This was discovered during setup. There was no patient involvement. No additional information is available.